Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. After rotablating the lesion a 12x3.0mm quantum maverick balloon catheter was advanced to the lad. After an unknown number of inflations the balloon ruptured at 12atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)- it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)